Event description:
Additional information was received. It was reported that there was no reported impact on patient outcome. It was also indicated that the universal drill guide (udg) is liable for inaccuracies if not verified correctly. The imaging system was recalibrated by the engineer as there was a constant inaccuracy between 1-2mm on the right hand side of the scan. The system was accurate after calibration.

Manufacturer narrative:
H2: additional information added to b5. H2, correction: fdr and fdc code updated since the system was calibrated in order to fix the inaccuracy. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the navigation was inaccurate. The site stated that there was a lateral inaccuracy of approximately 5 millimeters down one side of the vertebral body. The manufacturer representative was going to check the accuracy of the imaging system spin to be tested for both trackers. The case was completed using a 2d system from a competitor. Imaging was aborted causing less than an hour delay to the case.

Manufacturer narrative:
Concomitant medical products: product ID: bi71000219, lot/serial #: unknown. The manufacturer representative went to the site to test the imaging system. No hardware parts were replaced but they did perform verification on the following: 20cm right, 40cm right, 20cm left and 40cm left. Then the system functions were checked. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.